Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error detected alarm. The customer blood glucose level was 8.4 mmol/l at that time of incident. The customer was able to successfully clear the alarm and able to complete rewind the insulin pump. Customer stated that they had been getting the same error message over and over after a rewind over the weekend .the customer advised to that the insulin pump will need to be replaced and to revert to back up plan. The insulin pump will not be returned for analysis.